Manufacturer narrative:
(B)(4). This lot was manufactured from december 6, 2013 to december 9, 2013. . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor had a piece of excess reservoir on the inside of the reservoir. Part of the piece of excess reservoir was ¿moving¿ this malfunction was observed during inspection; after compounding (filling) the device with an antibiotic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The infusor was received for evaluation. A visual inspection identified a loose, light yellow particle, approximately 5.4 mm wide and 10 mm long, located inside the reservoir. A spectrophotometer determined that the particles material was polyisoprene, the material of the reservoir. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.